Manufacturer narrative:
Event date unknown. K011028/k013227.

Event description:
It was reported that the implant packaging stated 4.7mm and the inside vial contains a 3.7mm implant with a green fixture mount.

Manufacturer narrative:
An outer box for a (tsvwb13) implant was along with the outer and inner vial was returned for inspection. Visual inspection revealed that the tamper resistant tabs on the magenta cap of the outer vial were broken. An unknown tapered screw-vent implant with a green fixture mount and a flat healing cover screw were inside the inner vial. The vials did not identify any damage or malfunction and the labels on the vials and the outer box appeared to be in proper condition. The complaint does not allege a failure that can be tested. No additional testing was performed. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: zimmer dental: instructions for use for tapered screw-vent, advent and trabecular metal implants (4869 rev 7 ¿ 01/16) product packagingall implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patient¿s file to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability.DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances which could cause or contribute to the reported event were documented in the DHR. Lot was inspected and accepted by qa. There were no reconciliation issues during manufacturing.the complaint was not verifiable, as there were no manufacturing deviations identified with the implant lot that could cause or contribute to the reported event. The customer reported that the inner vial contained a 3.7mm implant when the packaging stated 4.7mm. However, the DHR review identified that all the components were packaged per packaging drawing (pd-tsvwb13). Also, the tamper resistant cap on the outer vial was opened by the customer so the exact details and condition of the product as received by the customer could not be verified. All operations and inspections were executed as per applicable procedure. Therefore, based on the information provided, a probable cause could not be determined.b4,d4: device expiration d4: (01)00889024020061(17)220228(10)63600963g4 g7 h2h3h4h6 h10